Event description:
It was reported that during a ptca / stenting treatment procedure the maverick2 monorail balloon ruptured at 4 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion involved was a 90% stenotic lesion in the proximal lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.